Manufacturer narrative:
Date sent to the FDA: 12/28/2020. Additional b5 narrative: it was reported that the patient experienced hernia recurrence, adhesions following the surgery.

Manufacturer narrative:
(B)(4). To date, the device has not been returned. If the product is returned for evaluation, any further information. In addition, a review of the manufacturing records was performed and indicates that there were no quality concerns associated with the manufacturing process.

Event description:
It was reported by an attorney that the patient underwent left inguinal hernia repair surgery on (B)(6) 2010 and mesh was implanted. It was reported that the patient underwent removal surgery and left inguinal hernia repair surgery on (B)(6) 2017 during which the surgeon noted ¿the previous mesh was explanted. It was stuck to the cord structures.¿ no additional information is provided.